Event description:
It has been reported by a patient that he underwent a total hip arthroplasty in (B)(6) 2018 (26 or 27) at the private lokman hekim esnaf hospital, turkey. Subsequently, patient felt pain and has reported that a dislocation took place on (B)(6) 2018 where he was treated at the same hospital. A further dislocation took place and the patient was revised on (B)(6) 2018, again at the same hospital. No further information has been provided.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer but has not been yet analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported by a patient that he underwent a total hip arthroplasty in (B)(6) 2018 (26 or 27) at (B)(6) hospital, turkey. Subsequently, patient felt pain and has reported that a dislocation took place on (B)(6) 2018 where he was treated at the same hospital. A further dislocation took place and the patient was revised on (B)(6) 2018, again at the same hospital. No further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned to biomet ltd united kingdom and lab analysis was performed. The product analysis shows that the bearing surface of the cocr femoral head received appeared in overall good condition, with only minor dents and scuffs which may have been caused during the revision or during transport, after the component was explanted. An indentation was also observed at the rim of the taper also likely caused by an instrument when the head was removed from the femoral stem. Some residue was observed inside the bore of the head taper. It is not clear whether this was present when the head was impacted onto the stem neck, or if it occurred during revision. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Instruction for use have been reviewed and it was found that the bearing and the cup used were compatible with the cocr head. However, regarding the compatibility with the stem, it could not be determining as no information has been received regarding the reference of the stem used. Therefore, the compatibility of the whole device could not be evaluated. A complaint extract was done regarding revision due to dislocation: 1 complaint (1 product), this one included, has been recorded on cobalt chrome femoral head 5°42 ø32 / +4 / 12-14/col long, reference (B)(4), from (B)(6) 2017 to (B)(6) 2020. 1 complaint (1 product), this one included, has been recorded on cobalt chrome femoral head 5°42 ø32 / +4 / 12-14/col long, reference (B)(4), batch j3729833. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Associated devices: ringloc-x e1 liner 10deg 52/32mm, reference ep-063252, batch 6002209; exceed ringloc-x shell porous coated d52mm, reference 131352, batch 3972375; unknown screw. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported by a patient that he underwent a total hip arthroplasty in (B)(6) 2018 ((B)(6)) at the (B)(6). Subsequently, patient felt pain and has reported that a dislocation took place on (B)(6) 2018 where he was treated at the same hospital. A further dislocation took place and the patient was revised on (B)(6) 2018, again at the same hospital. No further information has been provided.

Event description:
It has been reported by a patient that he underwent a total hip arthroplasty in (B)(6) 2018 (26 or 27) at the private (B)(6) hospital, turkey. Subsequently, patient felt pain and has reported that a dislocation took place on (B)(6) 2018 where he was treated at the same hospital. A further dislocation took place and the patient was revised on (B)(6) 2018, again at the same hospital. No further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received and a part of the analyze has been perform, however, dimensional measures of the product are still missing. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported by a patient that he underwent a total hip arthroplasty in (B)(6) 2018 (26 or 27) at (B)(6) hospital, turkey. Subsequently, patient felt pain and has reported that a dislocation took place on (B)(6) 2018 where he was treated at the same hospital without revision. A further dislocation took place and the patient was revised on (B)(6) 2018, again at the same hospital. No further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). No further information provided (x-rays, surgical report, photographs, lab test). The product was returned to biomet ltd united kingdom and lab analysis was performed. The product analysis shows that the bearing surface of the cocr femoral head received appeared in overall good condition, with only minor dents and scuffs which may have been caused during the revision or during transport, after the component was explanted. An indentation was also observed at the rim of the taper, also likely caused by an instrument when the head was removed from the femoral stem. Some residue was observed inside the bore of the head taper. It is not clear whether this was present when the head was impacted onto the stem neck, or if the contamination occurred during revision. Then, product was received at valence and analyzed. The product evaluation showed that the product has been used. Indeed, there was some trace of use inside the product. Moreover, there was a small trace of scratch on the product, however the product seems compliant. Finally, a dimensional analysis has been performed and showed that the head dimensions were conforming to the specification. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Instruction for use have been reviewed and it was found that the bearing and the cup used were compatible with the cocr head. However, regarding the compatibility with the stem, it could not be determining as no information has been received regarding the reference of the stem used. Therefore, the compatibility of the whole device could not be evaluated. A complaint extract was done regarding revision due to dislocation: 1 complaints (1 products), this one included, have been recorded on cobalt chrome femoral head 5°42 ø32 / +4 / 12-14 / col long, reference p0206l32, from january 01, 2017 to april 19, 2021. 1 complaints (1 products), this one included, have been recorded on cobalt chrome femoral head 5°42 ø32 / +4 / 12-14 / col long, reference p0206l32, batch j3729833. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.